Manufacturer narrative:
(B)(4). (B)(6). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noticed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve had a no flow event during infusion. The reporter stated that the valve would not open after connecting the IV, preventing the IV fluid from reaching the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.